Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (reverse cone shaped aortic neck; severely tortuous vessels). Eval, conclusion: (reverse cone shaped aortic neck; severely tortuous vessels), (inadvertently pulled down the stent graft).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 3.5 cm abdominal aortic aneurysm and a 3.5 cm iliac aneurysm. The aortic neck was reverse cone shaped, 21 mm diameter at the renal arteries and 24 mm in diameter 2.5 mm distally. The iliac vessels were severely tortuous and mildly calcified. It was reported that the talent bifurcated stent graft was inadvertently pulled down during the removal of its delivery catheter, resulting in a proximal type I endoleak and kinking of the ipsilateral limb. The physician stated the delivery system had become caught on the severely tortuous vessel. The physician elected to intervene by placing an aneurx aortic cuff (MFR report # 2953200-2010-02083); however, the cuff was placed higher then intended, partially covering the renal artery. The physician elected to place a bare metal renal stent, which made the renal artery patent. No add'l clinical sequelae were reported, and the pt is fine.